Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: there is a crack near the base.

Manufacturer narrative:
Correction: lot number. Lot number originally reported as unknown. Customer provided two (2) potential lot numbers: 1813538164 & 1811438564. These lot numbers are being utilized as the basis of our investigation and the reported complaint. A review of the device history records (dhrs) for lot no. 1813538164 & 1811438564 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The complaint file contains insufficient information to determine a specific root cause. However, due to previous evaluation on samples reported with similar condition, a multifunctional team has determined a formal investigation is required to address the ¿tear¿ condition. The reported complaint could not be confirmed. A root cause could not be determined. A CAPA is currently open to investigate and address the reported issue. A production notification was also provided to personnel to heighten awareness of the reported complaint. This complaint will be used for tracking and trending purposes.